Event description:
Adverse event: "issue with vision" (diplopia). Product problem(s): "crack in iol" (crack [iol (intraocular lens) implant]). A surgeon reported noting a crack in an intraocular lens (iol) following implantation. The crack appeared to be outside the visual field and it was decided not to remove the lens at that time. However, the pt reported an "issue with vision", following surgery and consequently, the surgeon replaced the lens. The surgeon reported that the pt suffers a lazy eye which may have contributed to the visual outcome of the initial surgery. In a f/u, the surgeon explained that the crack in the iol caused monocular diplopia. The event has resolved following the exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was split in two pieces-possibly cut. The optic surface was scratched/marked-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B) (4). (B) (4). (B) (4).